Event description:
The "pt was undergoing a tonsillectomy. After the first tonsil was removed, a burn was noted at the right side of the mouth. The bovie tip and pencil had dark areas on both of them as if burned. Arcing occurred."